Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced peritonitis. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The peritonitis diagnosis was made during hospitalization for an unrelated event. The cause of the event was unknown. Treatment for the peritonitis was unknown. It was not reported if peritoneal dialysis therapy was ongoing. It was unknown if the patient was recovering or was recovered from the peritonitis. No additional information is available.